Event description:
When the anchor tool kit was opened, the surgical tech removed the connector. The surgical tech set the connector down and the ends (the collets) fell off the connector. The collets were not used; another anchor tool kit was opened and used. No patient injury was reported related to the event. The patient¿s device system was delivering fentanyl and bupivacaine.

Manufacturer narrative:
As received, one of the collets was correctly in position while the other collet was detached. The detached collet was damaged. It was unclear how the damage occurred, and it was thought that the collet would not have left manufacturing in the condition in which it was received. A known functioning collet was used and assembled to the body of the returned pin connector of the detached collet. Both detent tabs held the collet correctly in place.

Manufacturer narrative:
Concomitant medical products: product ID 8785, lot# n512891, product type: accessory; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.